Event description:
Per the clinic, the patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical and oral antibiotics (specific date and duration not reported) for the infection. The patient subsequently underwent an abutment removal on (B)(6) 2025. The internal fixture remains and the patient was reimplanted with a new device on the contralateral side during the same surgery.